Manufacturer narrative:
The endowrist vessel sealer instrument will not be returned to isi for failure analysis evaluation as the instrument was discarded by the customer; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument did not adequately seal the patient's tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the surgeon observed that the patient's tissue exhibited no evidence of char or burn while utilizing the endowrist vessel sealer instrument. On 07-28-2017 intuitive surgical, inc. (Isi) received additional information from the isi clinical sales representative who initially reported this complaint. According to the csr, the surgeon was attempting to seal mesentery tissue. The reported sealing issue occurred during initial use of the endowrist vessel sealer instrument. The surgeon tested the tissue and found that the patient's tissue did not appear to be adequately sealed. After the surgeon attempted the second seal there was no issue noted. According to the csr, the surgical site did not appear to be too wet and the tissue purchase was not bunched in the jaws of the instrument and did not appear to be too thick. It is unknown if the patient had undergone any previous chemotherapy or radiation treatments. The surgeon was using the endowrist vessel sealer instrument in seal mode. The sealing issue occurred with virgin tissue and there was no application of clips or staples that could have become caught in the jaw of the instrument. The instrument's sealing sequence and end of sealing sequence audible tones were noted to have occurred, however; there was no thermal affect to the patient's tissue observed. According the csr, the planned surgical procedure was completed with the affected endowrist vessel sealer instrument as it functioned as intended during subsequent seals. There was no patient harm, adverse outcome or injury as a result of the sealing issue. The affected endowrist vessel sealer instrument was discarded and will not be returned to isi for failure analysis investigations.